Event description:
Information was received indicating that six months following implant of a smiths medical deltec® port-a-cath®ii implantable access system, a leak was suspected. The patient had been in the hospital for treatment but the patient's skin was found to be bulging, red, and swollen during an infusion. An x-ray was performed finding an effusion noted at the connection of the port and the catheter. Subsequently, the port was removed with no further adverse effects.